Event description:
During a procedure using a reflex 45 wand, the wand generated plasma on midpoint of tip, not end of tip, resulting burn on philtrum. No additional details were provided regarding degree of burn or any treatment administered; however, no further patient complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection of the reported contaminated packaging was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. According to an email report from the customer, there was a variance to the IFU procedure. They reported that the wand was re-used, although it is a disposable product. Additionally, it was reported that "assume not product quality issue but technique and multi-usage problem". This may have likely been a contributing factor in the reported event. The instruction for use (IFU) for the device was reviewed and found information regarding reuse of the device such as, "the wand is supplied sterile and intended for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance of the device resulting in product malfunction, failure or patient injury."